Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a severely calcified and very tortuous proximal om lesion, exhibiting 90% stenosis. No damage noted to device packaging. No issues were noted when removing the device from the hoop/tray or when removing the protective sheath. The device was inspected and negative prep preformed with no issues noted. The lesion was pre-dilated. It was reported that the device did not pass through a previously deployed stent. Inflation device remained on neutral pressure during delivery of the device. Excessive force was reportedly used during delivery. During the procedure, it was reported that the stent dislodged in guide during delivery. A sprinter balloon was partially inflated distally and pulled back to capture the stent. No clinical sequelae reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.